Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 8 devices were evaluated in the field and the issue was confirmed; 5 units had broken/damaged components, 2 had a calibration issue and 1 had a worn component. The devices were repaired and returned. 18 devices were evaluated in the field and the issue was confirmed. However, there was no product malfunction; the issue was the result of use error as the scale was not properly zeroed before use. 2 devices were not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 28 malfunction events, where it was reported the scale was inaccurate. There was no patient involvement.

Manufacturer narrative:
It was initially reported there were 28 events with the reported issue, however investigation found that one of the events was a duplicate event previously reported, bringing the actual total to 27 events.

Event description:
This report summarizes 27 malfunction events, where it was reported the scale was inaccurate. There was no patient involvement.